Event description:
It was reported that the subject device presented error e315. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1/facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated information: d4, d8, d9, h4. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.